Event description:
A us distributor contacted zoll to report that a patient developed sores under the vibration box of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed an antibiotic salve for the skin irritation. Follow up indicated that the salve helped the skin irritation to improve.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.